Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer experienced a high blood glucose level of around 400 mg/dl. The customer treated his blood glucose level with an insulin injection. The alarm was resolved by changing out the infusion set and reservoir. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion test and no occlusion was noted.